Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hyperglycemia and also the insulin pump did not detect insulin flow block alerts. Blood glucose level was high of 23.9 mmol/l. Customer did not want to complete troubleshooting. No further details given. Insulin pump will not be returned for analysis.